Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated she was unconscious when the paramedics arrived at her home. Troubleshooting was performed and the insulin pump passed the leadscrew test and the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.